Event description:
It was reported an over infusion event involving norepinephrine infusion. Bd received additional information. It was reported that at 1815 on (B)(6) 2024, a 4mg/250ml ns bag of norepinephrine was hung at 18 mcg/min (67.5 ml/hr.) To be titrated to achieve map of 65-80 with ordered dose range of 0-40 mcg/min. The over infusion event, where 250ml was infused in 5 minutes, reportedly resulted in "temporary hypertension" 154/67 (map of 92). Frequency of monitoring was then increased. The patient's blood pressure reportedly returned to hypotensive and norepinephrine infusion was restarted on a new pcu and pump module.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, unique device identifier (UDI)#. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. Investigation summary: the report of over-infusion of norepinephrine (250ml) was not confirmed or replicated during testing of the returned pump module. The review of the pcu event log showed the events from the reported incident date have been overwritten, therefore the drugid and programming parameters could not be determined. An investigation could not be carried out because no information was found regarding the mentioned scheduled infusion of norepinephrine. No error log was found on the suspect pump module. This may be due to the log having been previously cleared by the facility. A review of the suspect pump module s/n: (B)(6) error logs showed no errors or malfunctions relevant to the facility¿s complaint. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Infusion rate accuracy testing found the suspect pump module to be infusing within specification. The external and internal inspection will not observe any anomalies that may contribute to the reported problem. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was not determined, the device was observed delivering fluid within specification. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Note that this report lists imdrf annex a09, a1801,g04090,g04037, c07,c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion event involving norepinephrine infusion. Bd received additional information. It was reported that at 1815 on 16 july 2024, a 4mg/250ml ns bag of norepinephrine was hung at 18 mcg/min (67.5 ml/hr.) To be titrated to achieve map of 65-80 with ordered dose range of 0-40 mcg/min. The over infusion event, where 250ml was infused in 5 minutes, reportedly resulted in "temporary hypertension" 154/67 (map of 92). Frequency of monitoring was then increased. The patient's blood pressure reportedly returned to hypotensive and norepinephrine infusion was restarted on a new pcu and pump module. After bd received this report, bd clinical practice consultant went onsite to gather additional information. It was reported that "the nurse hung a new bag of norepinephrine 4mg/250ml with new tubing on (B)(6) 2024 at 17:43 and within 4 minutes the bag was empty". The nurse that hung the bag was interviewed, and they could not identify anything out of the ordinary. The clinicians on the unit were then asked to demonstrate how to load the pump set; it was observed that the nurse "incorrectly loaded the pump set. The upper fitment was not seated properly." The tubing was ref 2420-0007 with priming volume of 25 ml.